Manufacturer narrative:
(B)(4). One used lf5544 ligasure device was received, and evaluation of the returned sample could not confirm the reported issue with sealing. The device was activated multiple times on porcine and simulated tissue, pressing the button in various locations to detect any activation issues. All seal cycles were completed satisfactorily and end tones were heard each time. A visual seal effect was also observed for each application. The investigation found the device to function normally and within specifications for sealing. However, an alternative and non-contributing issue of damaged insulation was identified. Nothing in the manufacturing process has been found to cause or contribute to this issue. The type of damage observed shows signs of user error, where the device was likely handled improperly. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that the device was not sealing properly during a procedure to remove a mass from the stomach. The surgeon felt the seal was happening too quickly and oozing was observed even though end tones, indicating a completed seal cycle, were heard. Oozing was stopped by continued sealing, clamp and tie, and electrocautery. There was no injury. The device was returned to covidien for evaluation and initial inspection discovered that the clear insulation was damaged.